Event description:
It was reported that a pt presented in clinic follow up in back up vvi. Device replacement was scheduled due to device approaching eri.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter company rep (field intern, ep).